Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, the rx biliary stent was inserted down the endoscope and positioned within the common bile duct. Upon deployment of the stent, the guide catheter detached from the delivery system and remained within the stent in the patient. The delivery system was removed from the patient. Both the guide catheter and the stent were then removed together as a unit with a snare. The procedure was completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
(B)(4) - no code available (therapy/non-surgical treatment, additional). The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.